Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of thebd phaseal¿ injector luer lock n35 there was an issue with leakage. It was stated ¿there was leakage of fluid (cytostatic) from the bd phaseal injector. There was a risk of contamination with the cytostatics of the person preparing the dangerous drug due to leaks". There was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: since no picture samples and no physical samples displaying the condition reported were available for examination due to contamination, we were unable to fully investigate this incident. However, two retained samples from the lot number provided were obtained from the manufacturing facility for evaluation. Upon inspection of the retained samples, no defects were observed and leakage was not found at any of the components. A device history record review did not reveal any non-conformances during the production of the provided lot number that could have contributed to the reported defect. Based on the limited investigation, a definite cause for the reported issue could not be determined. It is recommended that the instructions for use are carefully followed when using this product. Customer complaints about "leak". No more details related to the type of leak were provided. On june 07th it was known that the samples were contaminated with cytostatics. They cannot be accepted at san agustín plant due to safety reasons. No pictures are available. Two retained samples were taken for evaluation: for all lots manufactured, leakage test is performed according to pc-226. Visual inspection shows no defects. No leak was found (no leak between the injector and the syringe, no leak between the injector and the protector, no leak at the membrane, no leak through the needle housing) when the injectors were used. It is no possible to establish the root cause of the defect. Instructions explained in the IFU must be carefully followed. Based on the low severity and frequency of the defect (according to ps-001), it was determined that no CAPA is required.

Manufacturer narrative:
Investigation summary: customer complaints about "leak". No more details related to the type of leak were provided. On june 07th it was known that the samples were contaminated with cytostatics. They cannot be accepted at san agustín plant due to safety reasons. No pictures are available. Two retained samples were taken for evaluation: - visual inspection shows no defects. - no leak was found (no leak between the injector and the syringe, no leak between the injector and the protector, no leak at the membrane, no leak through the needle housing) when the injectors were used. On jun 19th 2018 two unopened and unused samples were received: - visual inspection shows no defects. - no leak was found (no leak between the injector and the syringe, no leak between the injector and the protector, no leak at the membrane, no leak through the needle housing).(pictures attached) inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): -visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). -critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: -safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. -verify the correct welding of the membrane, color and aspect. -cylinder assembly. Piston must be fixed by the safety sleeve. -needle housing should rotate clockwise and tip of the cannula must be observed. -cannula length (with a calliper gauge). -functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. For all lots manufactured, leakage test is performed. Investigation conclusion: no pictures are available to confirm the claimed defect. No leak was found in unopened samples received. No leak was found in retained samples. (Total of samples tested=4). No non-conformaces were found in DHR. It is no possilble to establish the root cause of the defect. Instructions explained in the IFU must be carefully followed.